Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a calcified femoral artery after an interventional procedure. Reportedly, when the plunger was pulled back no sutures were present. The device was removed and the suture was found wrapped around the proximal guide of the device. Hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. No additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.